Event description:
Hcp reported the patient had complaints of increased pain and withdrawal symptoms. A pump study was done in 9/2002 that showed a rotor stall. The patient was treated with oral opiods and clonidine. The pump was replaced and returned to the manufacturer for analysis. The patient was reported to have experienced a complete recovery.